Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in via phone to ask why she is receiving insulin flow block alerts in the middle of the nite. Customer reports event was resolved by changing complete set (inf and res). Customer does not have product in question to return. Blood glucose reached level of 427 mg/dl declined troubleshoot for blood glucose.